Event description:
Pt had periodontal surgery on 2/19/99 and coe pak was placed as a dressing material. On 2/22/99, she developed blisters, shredding of the tongue, swelling of mouth and face as well as fever and intestinal problems. She saw dentist on 2/23/99 and he removed the coe pak material. Pt took benadryl. Pt began improving as soon as coe pak was removed.